Event description:
On (B)(6), 2008, the patient underwent the surgery (sagittal split ramus osteotomy). On (B)(6), 2009, the surgeon found that the plate was broken during plate removal. The patient's bone already reached union, so there was no injury or intervention required due to this event.

Manufacturer narrative:
Na.